Event description:
It was reported that a catheter issue occurred. The 95% stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During withdrawal of the device, the tip fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
E1 initial reporter facility name: the first affiliated (B)(6).

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) university.

Event description:
It was reported that a catheter issue occurred. The 95% stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During withdrawal of the device, the tip fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. It was further reported that while the device was inside the patient, the tip was separated into two parts, the device was normally withdrawn from the patient without additional intervention being required.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) university. The device was returned for analysis. Visual and microscope inspections revealed that the imaging window was detached near the lap joint section, the imaging window was twisted, and a broken drive shaft and kinks were found in the sheath assembly. No damage was observed on the distal tip, or the guidewire exit port assembly. Functional inspection using a test guidewire, no indication of resistance in tracking the guidewire into the catheter was noted. Based on the evidence, the tip damaged/defective as reported code is confirmed. The detached imaging window and the twisted, broken drive shaft observed during testing could have contributed to image loss. The sheath kinks found during visual inspection are not likely to have contributed to the reported issues.

Event description:
It was reported that a catheter issue occurred. The 95% stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During withdrawal of the device, the tip fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. It was further reported that while the device was inside the patient, the tip was separated into two parts, the device was normally withdrawn from the patient without additional intervention being required.